Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. User facility medwatch report received stated "after arteriogram, star close device was used to close the artery (common femoral artery left) device failed and device torn a larger hole in the artery. Artery repaired with suture." There were no reported adverse pt sequeale. No additional info was provided.